Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference #1627487-2019-11804. It was reported the patient experienced lead revision due to improper lead placement. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were replaced. Effective therapy established post-op.